Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer's blood glucose (bg) level was over 600 mg/dl. Reportedly, the customer required assistance due to their bg level, and was administered a manual injection to treat bg. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. It was also reported that alarms were not being received. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.